Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: the ok and down arrow symbols were no longer legible from being worn. There was no tearing or peeling of the keypad. The original complaint could not be duplicated. All of the buttons on the keypad functioned properly. However, contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display screen was dim and discolored. A test display was used and fixed the variance in color.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the buttons were hyper-responsive intermittently. Patient reported that the issue had worsened gradually since about a few months ago. No evidence of moisture or corrosion in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.